Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The analysis results of device (b) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing of the device, the remaining clips were one clip with gap and one scissor clip. No conclusion could be reached as to what may have caused the found malformed clips. In addition, the device locked out as intended but the orange indicator was not completely visible. These findings are not related with the incident reported. Batch # g9km4n, mfg date 7/4/2010, exp date 6/4/2015. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a visceral procedure, the clips would not advance. During its use the applier was blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.